Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had "pulled back" and the threshold increased. The lead was reprogrammed and remains in use. The patient was a participant in the adapt response study. No patient complications have been reported as a result of this event.